Manufacturer narrative:
(B)(4). A needle that broke at the attachment was submitted for evaluation. A microscopic inspection revealed the needle exhibited amounts of intergranular and possibly some transgranular failure. These failure modes are not common for an sh-1 needle, which typically fails primarily in a ductile manner.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. It is noted that the needle barrel is cracked. The device is out of specification.

Event description:
It was reported by a veterinarian that the needle detached from the suture while in the cassette. When the doctor grasped the needle to remove the suture from the cassette, the needle came off of the suture and the suture remained coiled inside the cassette.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.